Event description:
Hsg procedure: catheter + procedure completed. Dr tried to deflate the balloon on catheter for removal and balloon would not deflate. She tried manipulating catheter and syringe but no success. I cut tubing to see if air would come out + deflate balloon, but no success. Finally, she pulled catheter out with balloon inflated. Balloon deflated after removal through the cervical canal. Dr had this same problem with 2 of her catheters, but she was able to deflate the balloon before removal. No info available of those catheter lot #s.